Event description:
Surgeon elected to utilize compression feature of the nail and following the required procedure of removing the jig to insert the compression screw. There was some difficulty in re-attaching the jig to the nail (with the nail implanted, but not fully inserted as per op tech). This took several attempts and during which a small fragment (approx 3-4mm in length) broke from the driving end of the nail. This did not affect the capability of the nail and the fragments dropped onto the floor. Once the nail was backed out a little, the jig was able to be reconnected with success. Surgeon paid particular attention to the strength of the interface between the nail and jig following the breakage and they were happy that it was sound. Surgeon also wished to pass on that the titanium of the screws is very soft with these implants.

Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available, it will be reported on a supplemental report.